Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that a fragment peeled away at the distal tip of the product. Nothing fell into patient site in the case and the procedure was completed successfully.

Manufacturer narrative:
Alleged failure: a ceramic fragment at the distal end of the probe has been peeled away. The failure(s) identified in the investigation is consistent with the complaint record. The probable root cause/s could be device came in contact with another hard instrument. Excessive force used when inserting or removing the probe, probe inserted into the obstructed passageway or any forceful impact to the tip of the probe with rigid objects. The probe used as a tool for mechanical displacement of tissue or bone, or to pry or scrub. The product was returned for investigation and the failure was confirmed mode will be monitored for future reoccurrence.

Event description:
It was reported that a fragment peeled away at the distal tip of the product. Nothing fell into patient site in the case and the procedure was completed successfully.